Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) wasn't working. Patient stated that they were seeing the orange light on the power button of the wr, then confirmed hearing the error tone on the wr. Patient added that they kept getting disconnected when they connect their wr to their implant. Patient then mentioned that they started having problems charging their implant 3 days ago, but today was the first time that they saw the orange power light with the error tone. Agent reviewed general device use and walked patient through connecting to their implantable neurostimulator (ins) using the wr via recharger app. Patient then confirmed that they were able to connect to their implant without issues, but they were unable to keep the connection between the wr and the implant. Agent reviewed wr best practices.